Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there were no previous services in the last 12 months. The reported issue was confirmed through the event history log (ehl) review where primary and watchdog alarms were identified. The root cause of the issue was the main pwa. The bgnd alarm was triggered upon powering on the pump. The printed wiring assembly (pwa) was replaced to fix the issue. The device then passed all functional tests after the repairs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm background test error. There was no patient involvement, no patient injury was reported.